Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer received a low battery alert prior to the replace battery now alarm. This was the second occurrence of the replace battery now in less than 10 hours after low battery warning. In the alarm history three replace battery now, two power loss, and a pump error 23 alarms were found. The customer used three batteries within 24 hours. The insulin pump died 4 to 5 hours during the night. Customer's blood glucose level was 176 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.